Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced, the high voltage plug was regreased and a filament calibration was performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was displaying a high ma (milliamps) error. No pt injury was reported.